Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Adjusted the normal field image intensifier (ii) focus. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image quality on the 9600emi system was poor. There was no report of pt injury.